Manufacturer narrative:
We received your event description for the device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is therefore based on the available device data. Based on the analysis of the data the observation could be partially confirmed. The data shows that a communication error occurred with the psa module. As a result, the error message an error has occurred during the self-test of the psa module. Pressing ok will shut down the system. Please restart the psa module. Was displayed. The data shows that this message was confirmed with ok, whereupon the device shut down as expected. What caused the communication error to the psa module could not be determined from the available programmer data. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
It was reported that during the measurement process of a newly implanted ventricular lead, the software of the programming device failed. Due to the brevity of the incident, no adverse event to the patient can be assumed.